Event description:
During the infusion of tpn product in the nicu it was noticed the tubing was leaking on the third day. The leaking was not in the connective part of the tubing. The tubing was due to be changed that day. There was no injury to the patient. There was no other medical follow-up necessary.